Event description:
It is reported that the customer had high blood glucose levels of 184 mg/dl. The customer reported that he received a no delivery alarm from the insulin pump. Troubleshooting was not done. The customer does not want to return the insulin pump and reservoir for analysis. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.